Event description:
It was stated that the customer was hospitalized for high blood glucose levels with readings above 700 mg/dl. Prior to the event, the customer experienced vomiting, nausea and excessive thirst. The customer treated the blood glucose levels with the insulin pump, but the high blood glucose levels continued. It was stated that the infusion set had a bent cannula when it was removed, but the customer did not get a no delivery alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.